Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject device retriever along with other devices were used to remove the proximal face of clot on the right m2 middle cerebral artery (mca). Pre procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction score (tici) of 0, national institute of health stroke scale (nihss) of 25 and mrs (modified rankin score) of 0. During study procedure, the subarachnoid hemorrhage (bleeding) occurred at landing site of the subject device retriever; therefore, 5 coils were used to treat the occlusion of the bleeding arterial site. There were no serious adverse event or neurological deterioration reported to the patient. 24 hours post procedure, the patient¿s (tici) of 3 and nihss score of 24. No other information was provided.

Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event description states 'subarachnoid haemorrhage: bleeding at landing site of stentretriever'. The reported 'patient intracranial hemorrhage' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that the subject device retriever along with other devices were used to remove the proximal face of clot on the right m2 middle cerebral artery (mca). Pre procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction score (tici) of 0, national institute of health stroke scale (nihss) of 25 and mrs (modified rankin score) of 0. During study procedure, the subarachnoid hemorrhage (bleeding) occurred at landing site of the subject device retriever; therefore, 5 coils were used to treat the occlusion of the bleeding arterial site. There were no serious adverse event or neurological deterioration reported to the patient. 24 hours post procedure, the patient¿s (tici) of 3 and nihss score of 24. No other information was provided.